Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon catheter was perforated. The target lesion located in the right coronary artery (rca) was totally occluded. A non-bsc guidewire was in position and the 1.5x8mm apex balloon catheter was advanced but unable to cross the lesion. Upon removing the guidewire for a stiffer wire, the apex catheter kinked/collapsed. It is believed that the kink in the apex was "caused by the guiding catheter not being coaxial with the ostium." When the stiffer non-bsc guidewire was advanced, it perforated the apex catheter where the kink was. The devices were removed and the procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "fine". Additional information was requested, but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.